Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receipt of additional information, it was determined this event should not have been reported under this complaint number as this product was previously reported under complaint #(B)(4) report #0001825034-2020-02037. This report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 42528200508 - partial articular surface right medial size e 8 mm thickness - (B)(6). 42538000502 - partial tibial cemented size e right medial - (B)(6). G2 : foreign country : united kingdom. H6 : mechanical (g04) - femur. The device was previously reported under the incorrect MFR under 3007963827-2025-00102. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. At the one year follow up visit, the patient reported ongoing pain and swelling. The right knee was aspirated and an arthroscopy was performed on unknown dates. Subsequently, the patient was revised on an unknown date. Attempts have been made and all available information has been provided.